Event description:
It is reported that while trying to extract, one of the spikes broke off. It was recovered and the outcome of the surgery was successful.

Manufacturer narrative:
Eval: as returned, the longer of the two spikes is fractured off. All of the parts were returned for review. This device had a sharp corner at the base of the pin which potentially caused a stress riser and caused the spike to fracture while attempting to remove the device from the bone. The sharp corner on this device may have been as a result of a broken tool in the manufacturing process that creates the radius. A 100% visual inspection of the radius has been added into the manufacturing process.